Event description:
It was reported that high impedance of >9000ohms was seen for the patient's device. X-rays were performed and no apparent lead break was seen. The patient was referred for surgical evaluation and it was stated that the surgery would most likely just be a lead revision. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
Patient underwent surgery and the generator was replaced. The explanted device has not been received. No additional or relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: follow up report #1 inadvertently did not include results of operative diagnostics performed. Explant date, corrected data: follow up report #1 inadvertently listed the explant date of the generator although the suspect device (lead) was not explanted.

Event description:
It was stated that the generator was tested pre-operatively and was unable to be interrogated as it was depleted. After replacing the generator and running diagnostics 3 times to have impedance within normal limits (noted to be values between 2000 ohms and 2080 ohms), the surgeon inspected the lead, could not find visible issues with the lead, and closed the patient without lead revision. No additional relevant information received to date.

Event description:
A high impedance event was observed from a review of the manufacturer¿s in-house programming history database. On (B)(6) 2015 the device was interrogated twice, a system diagnostic was performed and resulted in high impedance. Follow-up from the physician provided that the patient does not want the device replaced and the patient has been doing well and is stable without vns current being delivered. Additional relevant information has not been received to-date. No known surgery has occurred to-date.